Manufacturer narrative:
On 11/14/2019, mentor received additional information about the event. Post-explantation, the patient discovered that she had necrotic cysts on both breasts. The patient underwent surgical intervention on (B)(6) 2019 to remove two necrotic cysts on her right breast. One cyst was 4cm and the other was 2cm. The patient still has a necrotic cyst on her left breast that has not been treated yet. Patient codes 1971 ¿necrosis¿ and 1800 ¿cyst(s), formation of¿ have been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses and suffered several unexplained systemic symptoms, including increased thyroid levels, had a thyroidectomy, gi problems, celiac disease, weight gain, join problems, rheumatoid arthritis, carpal tunnel syndrome, tinnitus, bilateral breast pain, shortness of breath, felt like she was being sat on while lying down, couldn't walk without losing breath, lethargy, low energy, bedridden, had a hysterectomy, hormone level issues, many allergic reactions, weakened immune system, digestion issues, asthma, inflammation, and bilateral capsular contracture (baker grade unknown). The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. Rupture of the left breast prosthesis was discovered during surgery. This medwatch report is for the patient¿s right breast prosthesis.